Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported upon removal a tampon fell apart leaving pieces inside. She had to manually remove remaining tampon pieces and experienced an uncomfortable internal vaginal irritation shortly after. She saw her gynecologist and it was confirmed no tampon pieces remained inside. Betadine was used to clean out her insides. Gynecologist stated the irritation could be a side effect from her period.